Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged blank display/cosmetic damage found on (B)(6) 2021. The thump download was successful. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. Device passed the active current measurement, self test and displacement test. No blank display noted during testing. Device was cut opened and inspected. Found moisture damage on the 40 pin lcd flex cable copper connector traces and j1 connector on pcba 2. The following were noted during visual inspection: cracked battery tube threads and cracked case along the side of the battery tube. In conclusion, blank display was not confirmed. Cosmetic damage was confirmed. High sleep current due to moisture damage on electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer stated that insulin pump vibrated with the notification light went off during shut down. The insert battery alarm was not displayed on the screen of insulin pump. The contacts on battery cap was not missed or damaged. The battery compartment and spring was neither corroded nor damaged. The display of insulin pump was not returned after restart. The insulin pump had cracked on the back casing. There was no damage to retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.